Manufacturer narrative:
Also reported on pr 592935 with MDR# 3030677-2021-10000. Device investigation will take place on MDR# 3030677-2021-10000. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported that the device is failing self-test.